Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Films have been forwarded for review. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Until the film review is completed there is not enough information to draw a clinical conclusion between the device and the event.

Event description:
The filter was implanted in 2007 for dvt. When the patient was inspected in 2008, the physician found one connecting strut of the filter to be fractured. No additional interventions are planned at this time. There is no reported patient injury.